Manufacturer narrative:
Concomitant products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Event description:
The patient was experiencing withdrawal two weeks prior to (B)(6) 2014. The patient reported ¿feeling funny¿ and the patient had knee jerking reactions. The physician never saw the symptoms. The catheter was easy to aspirate in the or (operating room). They were skeptical if there was actually an issue with the pump or not. The pump was replaced. The device system was delivering baclofen. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information later received on the return product paper work indicated ¿malfunction¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.